Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter. After the catheter was in the patient¿s body, through an arrow sheath in a tortuous artery, the shaft appeared to have the outer coating scuffed and the shaft bent. They replaced the catheter and the procedure continued. The procedure was completed with no patient consequence. Upon receipt, the device was visually inspected and the shaft was found damaged and twisted causing the catheter to be broken and with braid exposed in some areas. Different analytical techniques as fourier transform infrared spectroscopy (ft-ir), differential scanning calorimetry (dcs), and tg were carried out to determine the root cause of the failure. However, the results could not conclude any additional factors to the previously mentioned on the event reported by the customer. Per the visual finding, the catheter was tested for electrical performance and passed specifications. It means the catheter was properly insulated. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint has been verified. However, the root cause remains unknown. An internal corrective action has been opened to investigate the broken shaft conditions.

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter which the internal components were exposed. After the catheter was in the patient¿s body, through an arrow sheath in a tortuous artery, the shaft appeared to have the outer coating scuffed and the shaft bent. They replaced the catheter and the procedure continued. The procedure was completed with no patient consequence. The bwi failure analysis lab received the product for analysis. The first visual inspection reflected the shaft was bent about 23.6 cm from the client tip with broken braid wire exposed. The shaft has rough bumps with broken braid wires exposed starting about 12.2 cm to 17.4 cm. The shaft has braid starting to pop up on the surface with some braid wire broken and exposed about 12.2 cm to 13.2cm from client tip. The shaft has an area with bumps from the braid starting to come up to the surface but not breaking out about 30cm to 32 cm from the client tip. This event is being reported because the internal components were exposed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). (B)(6). Manufacturer's ref. No: (B)(6).